Event description:
It was reported that customer had a tracheostomy tube whose cuff would not deflate. There was no patient involvement and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The returned sample was found to have damage to the cuff, cannula, connector and flange. When air was applied through the pvt valve, it could not be passed and the customer report of cuff wont inflate was verified. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).